Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Complaint device was returned and evaluated on (B)(6)2021, breakage of distal tip of needle was confirmed.

Manufacturer narrative:
PMA/510(k) #k160229. Device evaluation: 1 unit of lot c1847491 of echo-hd-22-ebus-p-c involved in this complaint was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) ber 2021. In summary the following results were observed in the lab evaluation: sheath extender able to advance and retract. Needle able to advance and retract without issue. Distal end of needle examined. Distal tip break and kink approximately 3.5 cm from tip of sheath observed. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1847491 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1847491. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could be determined from the available information. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal tip of the needle to break and distal end of the needle kinked, as per additional information provided the "break at first trying target leasion". Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle is broken: as per cc form : a needle is broken by the first puncture of a lymph node 4r. All parts of the needle can retracted of the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Prefix: echo for all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).lung . If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 4r . Please describe the size of the intended target site. 44 mm . If not with the device in question, how was the procedure performed and/or finished? With another needle . Was the device used in a tortuous position? N/a . Are images of the device or procedure available? Yes. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax ebus . Was the scope recently serviced / repaired? N/a . Was resistance felt while inserting the device through the scope? N/a . When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Pushing the needle into tissue . Was the syringe used during the procedure, after the stylet was removed? Not removed. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? Break at first trying target lesion . Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No kink.